Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent hysterectomy on an unknown date and suture was used. At the time of suturing the fascia of the rectus muscles in its final phase, the needle was fragmented into two pieces. There were no adverse patient consequences reported.